Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found that the main pcba (printed circuit board) assembly needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has vent inop(inoperable), xdcr(transducer) fault, low pip(peak inspiratory pressure, low ve(minute ventilation) and motor fault. The customer confirmed that there was no patient involvement associated with the reported event.